Event description:
In 2001, the surgeon was using the flextip blade to remove disc material via a percutaneous approach through a reuseable metal cannula. Upon removal of the blade during the procedure, the surgeon found that a portion of the flexible portion of the blade was missing. The missing portions were retrieved from the patient. No adverse affects were seen in the patient post-operatively.